Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device remains implanted in the patient. In this case, patient factors (pre-existing valvular disease) may have contributed to the event. There was no allegation of a device malfunction which could be related to a manufacturing non-conformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 6 years and 9 months post implantation of a 23mm sapien xt valve in the aortic position, a 26mm sapien 3 valve was implanted. The patient was symptomatic and was experiencing aortic insufficiency. A 2nd valve was successfully deployed. Post valve deployment revealed a mean gradient of 2.8mmhg and no paravalvular leak (pvl). The patient was discharged home 2 days post procedure. Upon review of medical records, the patient presented with chest discomfort. The patient was experiencing worsening shortness of breath and reported chest pain. An echo performed revealed severe stenosis and moderate aortic insufficiency (ai) with an aortic valve area of 0.6cm2 with a mean gradient of 31mmhg. Per report, it was possible that the 1st valve may have been under-expanded. A decision was made to implant a 23mm valve inside the 26mm valve.